Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display screen flashes black and white. The customer's blood glucose reading was unknown at the time of incident. The product will be returned.

Manufacturer narrative:
Findings: pump received with a blank/flashing white light on the display and constantly beeping due to vertical cracked lcd controller. Unable to confirm missing segment due to blank display. Pump received with minor scratched lcd window, scratched case, pillowing keypad overlay and cracked select button keypad overlay.